Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user received a low insulin alert after a same-day supply change and subsequently experienced an unexplained blood glucose rise to approximately 315 mg/dl, with troubleshooting suggesting possible delivery interruption despite a full cartridge and visible drops during tubing fills. Symptoms included hyperglycemia without reported clinical consequences. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including verification of straight cannula, re-priming of existing tubing, application of a new infusion set, and fill cannula to resume insulin therapy. Investigation of this case revealed no specific findings, with insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.